Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ("joint pain (hip)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "the device was implanted in an irregular way because she suffers from grade 3 endometriosis". The patient's concurrent conditions included endometriosis (grade iii). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion medically significant), headache ("headache"), alopecia ("hair loss"), tooth loss ("loss of teeth"), myalgia ("muscle pains") and insomnia ("insomnia"). At the time of the report, the arthralgia, headache, alopecia, tooth loss, myalgia and insomnia had not resolved. The reporter considered alopecia, arthralgia, headache, insomnia, myalgia and tooth loss to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.